Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced phrenic pacing during a follow-up in clinic. This is a recurring event and a lead revision was recommended. Programming changes were made, and the patient was feeling better. The patient will continue to be monitored with routine follow-ups. The lead remains implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received indicated that the patient continued to experience intermittent phrenic nerve stimulation when laying on their right side at night. The device was reprogrammed and the issue was resolved.

Event description:
Additional information received indicated that the patient experienced another instance of muscle stimulation after a device upgrade procedure. Programming changes were made to resolve the issue.

Event description:
Additional information received indicated that the patient experienced phrenic nerve stimulation. This is a recurring event. Device reprogramming did not show any improvement. Lead revision procedure was recommended and was declined by the patient.